Event description:
It was reported to st. Jude medical that during defib testing, anomalous device behavior occurred during shock delivery. The device was unable to charge and a warning message appeared that the device was not able to charge to the programmed voltage and that a maximum charge time took place. Further examination revealed an insulation break with the associated lead. As a result, the device was explanted and the associated lead was capped.